Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor due to sensor failure, the sensor wire was not visible on underside of sensor pod. No portion of the wire was visible at insertion site. The patient's mother removed the transmitter from the sensor pod while the sensor was still adhered to patient's body, which is a practice against cgm's user's guide recommendations. Patient experienced no discomfort and required no medical intervention. At the time of the call to technical support, patient was reported to be in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.